Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer advised that they received a compromised force sensor alarm. Customer's blood glucose level at the time 119mg/dl. Advised insulin pump would be replaced. No additional information is provided.